Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under conscious sedation, using intracardiac echocardiography (ice) . It was noted the patient would move occasionally under conscious sedation. Pre-procedure imaging confirmed there was trace pe noted around the left ventricle prior to the procedure and no measurements were taken. Venous access was obtained and a non-boston scientific (bsc) needle and sheath was utilized to complete transseptal puncture (tsp). A watchman trusteer access system (was) was inserted and advanced to the left atrium. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. An effusion sweep was performed on imaging and the pe noted surrounding the left ventricle was noticeably larger but was not measured on ice imaging. A pericardiocentesis was performed and 1250cc of fluid was removed. Intravenous fluids were administered. The patient remained stable throughout. The procedure was concluded. The patient is being kept overnight for observation and is expected to fully recover. The patient was then discharged. The physician suspected the pe occurred during tsp, although it was not noticed until the post procedure effusion check.